Event description:
It was reported that seven months and eighteen days post a port placement procedure in the right chest area via right internal jugular vein, allegedly there was an issue with flushing the device. It was further reported that the device allegedly had an aspiration issue. Furthermore, upon removal of the device it was noted that the device was allegedly broke off. Reportedly, the broken catheter appeared to be in the right atria/ventricle on fluoroscopy and the broken device was removed through interventional radiology. The patient was discharged however, the patient is reported to be stable now.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two chest x-rays were provided for review. Presumably the x-rays are provided to demonstrate the fractured segment in the right atrium; this is not apparent to this observer. Therefore, the investigation is inconclusive for the reported fracture, material separation, migration difficult to flush and suction issues as the provided images were not sufficient to confirm the event. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months and eighteen days post a port placement procedure in the right chest area via right internal jugular vein, allegedly there was an issue with flushing the device. It was further reported that the device allegedly had an aspiration issue. Furthermore, upon removal of the device it was noted that the device was allegedly broke off. Reportedly, the broken catheter appeared to be in the right atria/ventricle on fluoroscopy and the broken device was removed through interventional radiology. The patient was discharged however, the patient is reported to be stable now.